Event description:
It was reported that a y-type blood solution set's tubing leaked just under the spike before the roller clamp. The tubing was reported to be "coming apart from the spike." This was reported to have occurred during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The sample was visually inspected, however no visual defect could be found. A pressure test was then performed and a leak was found. Therefore the customer reported leak was confirmed. The cause was identified as a manufacturing process issue. A CAPA has been opened in order to address this issue.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.